Event description:
Information received from a consumer patient's family/friend. The pump system was delivering lioresal via an implanted pump. Indication for use was noted as intractable spasticity and multiple sclerosis. It was reported that the pump ran out of medication 14 days before the refill date. The patient went 2 weeks without baclofen because the pump went dry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.